Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation and a complete investigation was performed. Visual inspection was conducted to the quality inspection standard. The syringe sample had the safety shield partially extended and the cannula was pierced through the safety shield. Plastic shavings could be seen in the inner diameter of the safety shield and under the safety shield, in the tangs of the lock insert. The plastic shavings indicate sufficient compression force was applied to significantly damage the shield locking feature and remove plastic from the molded component. The tip of the cannula pierced the safety shield at a location which would have required the shield to be fully extended and locked. The cannula would have had to have been bent or the shield was flexed into the cannula to have permitted the cannula to pierce the shield in this location. The most possible root cause could be due to excessive compression force applied to the safety shield. Control mechanisms are in place to prevent the occurrence and acceptance of safety shield issues during the assembly and packaging processes. The manufacturing plant maintains material verification processes. The resin, lock insert and cannula must pass an inspection and certification review before they are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard iso stainless steel needle tubing certification for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The manufacturing plant measures the thickness of the barrel wall. The machine the syringe is assembled on is equipped with a vision system which inspects for adhesive presence, missing, inverted, bent and canted cannula to ensure the cannula are within specific limits. The safety shield is exercised during installation to ensure proper movement. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly and to prevent damage to the syringe assembly. During manufacturing, associates visually inspect syringe assemblies and test product to ensure the requirements of the quality inspection standard are met. Functional testing is conducted throughout the production run to ensure specification requirements for shield activation force, shield detach force and shield compression force have been met. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes visual and physical testing requirements. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. Additional correction or containment activities are not required at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an insulin needle. The customer states that once the insulin syringe safety device was activated and felt and heard audible click, the safety device came unlocked and came down exposing the needle. The product was not used on a patient, the customer was using as an education demonstration syringe and the incident happened before it was disposed of in the sharps container.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.